Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose. Customer received no delivery alarm. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by complete set changed. The customer was assisted with troubleshooting and declined for high blood glucose, diabetic ketoacidosis and no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had a small crack on the display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.